Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system one button was activated during startup. Upon¿further inspection, fse checked the logfiles and confirmed that reported problem was caused because of hand switch. Fse replaced the hand switch. After replacement of hand switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It has been reported to philips that the message "button active" appeared on the screen upon startup. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.